Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: getinge service technician. E1b event site name: (B)(6) hospital dist . H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, during a routine check, the plastic end cap and dust cover were found to be missing. There was no injury reported and the circumstances of the issue are unknown. However, considering the worse case scenario the missing part could detach from the device and fall off into the sterile field, therefore we decided to report this issue in abundance of caution as it might be a source of contamination.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, during a routine check, the plastic end cap and dust cover were found to be missing. There was no injury reported and the circumstances of the issue are unknown. However, considering the worst case scenario the missing part could detach from the device and fall off into the sterile field, therefore we decided to report this issue in abundance of caution as it might be a source of contamination. According to the information gathered, the affected parts (ard367501900 & ard315021555) were replaced and the device was returned for use. It was established that when the event occurred, the surgical light did not meet its specification due to missing cap and dust cover from the spring arm, which contributed to the event. Based on information gathered during the investigation, the device was not being used for patient treatment upon event occurrence. Based on the information provided by getinge technician, the issue was discovered during the routine check. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the missing or detached covers from a spring arm is moderate. According to the subject matter expert at the manufacturing site, the incident is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use (IFU 015181 en 09 pages 27-29). Additionally, users are requested to pay attention to cracks in plastic parts (IFU 015181 en 09 pages 20-22). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.